Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the expandable sleeve failed to expand and had internal damage not visible to the surgeon. They removed the instrument and got another one like it to resolve the issue. There was no patient injury.